Manufacturer narrative:
It was reported that product is not expected to be returned for evaluation; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. As indicated in the device instructions for use (dfu), operational instructions, instruction for use section: maintain wire position while tracking or advancing a catheter or device over the wire. To remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. The safari2 guidewire is pulled back completely into the catheter. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. At the time of this report there is no known malfunction related to the safari2 device. This report is being filed as a good faith measure based on the report that the arrhythmia occured during the exchange of the safari for the pigtail for final assessment. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
When safari guidewire was replaced by the pigtail, patient went into vt, and needed cardiovertion and CPR. After returning to sinusal rhythm, valve moved up. Patient present at time of event? Yes. Patient complications: arrhythmia,prolonged procedure,migration,additional intervention required,ventricular fibrillation,ventricular tachycardia in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Manipulation of catheters in the lv caused vt and fibrillation. Medical or surgical interventions: CPR, cardiovertion. Patient admitted to hospital beyond the standard of care: no. Patient outcome: expected to fully recover. Question: when specifically during or after the procedure did the arrhythmia occur? Answer: exchanging safari for pigtail for final assessment. Question: are any patient status updates available? Answer: breathing without support.

Manufacturer narrative:
This medwatch follow up report is being filed due to lot traceability being provided on june 28, 2022. Sections d4, h4, h6 and h10 have been updated to reflect receipt of the lot number. It was reported that product is not expected to be returned for evaluation; therefore, no physical analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: a review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. As indicated in the device instructions for use (dfu), operational instructions, instruction for use section: 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. At the time of this report there is no known malfunction related to the safari2 device. The medwatch report was originally filed as a good faith measure based on the report that the arryhthmia occured during the exchange of the safari for the pigtail for final assessment. If any further relevant information is provided, a follow up medwatch report will be submitted.